Manufacturer narrative:
Date rec'd by MFR: 25-jul-2019. Date of this report: 29-jul-2019. After numerous attempts to obtain information on the repair of this device, the complaint is being closed. If further information is obtained, this complaint will reopen. The part has not been returned to the manufacturer for investigation. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
The customer reported that the ventilator failed the oxygen accuracy test at the 100% setting. There was no patient involvement. Event date not specified, estimate used.